Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received a new monitor and when trying to use it, the monitor tugged at the device and the skin was hot at the site of the pacemaker. A new monitor will be ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no defect was found.